Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a rf ablation procedure using the venclose system digirf generator. During the procedure, the generator was making a weird sound and the patient experienced burning sensation even with large amount of tumescent. Procedure was completed after changing generators and the patient did fine afterward. Additional information was received from the facility stating that this same venclose generator was associated with patient experiencing a burn. The facility did not confirm whether the catheter was replaced, they only stated that they completed the procedures. The current status of the patient is unknown.